Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, reproduction of the phenomenon, ¿the image is displayed and disappears¿, was confirmed and it was determined to have occurred due to cable failure. It was stated that the defect of the cable was shown to be a customer's wrong handling issue. However, the defectiveness of the coupler was more likely a wear-related issue due to repeated use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to a video cable break. It is most likely that the defect of the cable was due to mishandling of the device during use, and the defect of the coupler is most likely due to normal wear and tear. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head image appears and disappears; has intermittent problems with the scope connection/disconnection/rotation operations. There were no reports of patient harm or impact associated with the reported event.